Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient had a hernia repair surgery and was implanted with the mesh. The patient was hospitalized once for an abdominal infection in which she received massive amounts of antibiotics. The patient experienced a second infection in (B)(6) 2014, resulting hospitalization and a surgery to explant the mesh. There are no lot numbers included in the patient chart history and the mesh was not saved for analysis. She has reported a distended abdomen as a result of the explant surgery and has experienced depression. The patient believes that the infection caused a heart attack but can not get doctors to confirm this. The patient also mentions having a defibrillator implanted. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary - no sample or photographs have been made available for investigation. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots.